Manufacturer narrative:
A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician at a user facility reported to technical support that a 2008t hemodialysis (hd) machine experienced a conductivity ref failure on start-up. No patient was connected to the machine at the time of the incident. Therefore, no patient was involved. Follow-up revealed that the biomedical technician performed a visual examination of the machine and found the function and power logic boards were burned. The biomed technician replaced the function and power logic boards to resolve the issue. Following the parts replacement, the system was restored to full functionality. Functional testing performed by the biomedical technician confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. The 2008t hemodialysis (hd) machine was evaluated at the facility by the fresenius regional equipment specialist (res). The service documentation, which noted of a conductivity ref failure on start-up and discoloration to the function and power logic boards, revealed that the function, sensor and power logic boards were replaced to resolve the issues. Follow-up with the biomedical technician confirmed the presence of burn damage on the function and power logic boards. Following the part replacement, the system was restored to full functionality. Functional testing performed by the res confirmed that the unit was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination revealed the presence of burn damage to function and power logic boards. Therefore, the complaint event was confirmed.